Manufacturer narrative:
Device evaluation: the zebd-5-10 device of lot number c1758153 involved in this complaint was returned to cirl for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13 dec 2021. On evaluation of the device, 04 kinks were observed; ¿3rd, 4th & 5th portholes on pigtail curl of the tapered end. 3rd porthole on non-tapered end". The evaluator also noted a ¿0.035 inch wire guide does not pass the kink. The pigtail straightener was returned in the wrong orientation". Document review: prior to distribution all zebd-5-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-5-10 of lot number c1758153 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1758153. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to transport/storage conditions, whereby the kinks occurred during transport to the facility or when stored there. Follow up with the complaint representative confirmed that the damage was noted upon opening of the package. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental report is being submitted based on the lab evaluation results. Lab evaluation complete on 13-dec-2021: kinks noted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user opened the package and checked the stent and found that the pig tail was already kinked. He replaced it with a 6fr of zimmon biliary stent stent to complete the procedure. Patient outcome: n/a - prior to patient contact. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact preparation - prior to patient/scope contact what was the target location for the stent? Common bile duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* n/a was the wire guide lubricated prior to use? N/a was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Unknown were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown if yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished? No did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown was a straightener used to straighten the stent? Unknown (if any damages were confirmed prior to use)was the package damaged? Unknown

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.